Manufacturer narrative:
No product samples, pictures, or videos were received for evaluation. The complaint of a punctured cuff could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had a leakage, the cuff was punctured. There was no reported patient involvement or harm.